Event description:
The customer reported that a patient treatment had been planned on a third party treatment planning system, which included an enhanced dynamic wedge. However, when the plan was transferred to varian's 4d integrated treatment console, the therapist observed that the enhanced dynamic wedge was missing from the treatment plan. No patient injury reported.

Manufacturer narrative:
The initial information did not indicate a potential for injury. Though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected.